Event description:
Additional information: drug delivered via the device were morphine sulphate 20mg/ml and bupivacaine 2mg/ml at a daily dose 1.999mg/day and 0.19990mg/day respectively.

Event description:
A volume discrepancy was reported. An 8ml variance was noted in expected residual volume (erv) and actual residual volume (arv) over one refill. All the rest were within normal limits. The health care provider replaced the pump due to length of implant to avoid in-vivo battery depletion. The patient outcome was reported as recovered without sequela. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # n087182021 implanted on: (B)(6) 2006 explanted on: unknown.; (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the device revealed no anomaly; normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.